Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the sensor expired prematurely. There was no reported adverse impact. Customer replaced the sensor to resolve the issue.